Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately three years post-implantation due to peri-prosthetic fracture. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.